Event description:
It was reported there was a crack on the tubing of a transfer set. This issue was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a surface mark (scuff) on the silicone tubing. The surface mark does not affect the functionality of the set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.